Event description:
Reference number (B)(4). Event occurred in the united states. Patient reported iinfusion set tubing detached from hub leading to high bg which was adressed using correction injection via mdi. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.